Manufacturer narrative:
During inspection and testing of the device, the reported issue (no image) was found to be caused by a printed circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus demonstration unit that was returned to an olympus service center with no alleged complaint. Upon receipt inspection and testing of the returned device, there was no image on the monitor. This report is being submitted for the malfunction found during evaluation (no image). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct information provided on the initial report. Corrected d9: "date returned to manufacturer" to march 8, 2022.